Manufacturer narrative:
The field service representative (fsr) replaced the scc power supply which resolved the issue. A review of the architect (B)(6) service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of smoking from the scc power supply after it was replaced. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. There was no observed damage to the scc power supply. A review of tracking and trending for the scc power supply did not identify any trends. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the scc power supply or the architect i2000sr processing module, serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported sparks and smoke coming from the back-fan vent of the scc computer connected to the architect i2000sr processing module. The scc computer automatically shut down and when attempting to turn it back on the customer saw the sparks and smoke. No injuries or harm were reported.